Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older. Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.9mmx12mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and moderately calcified right coronary artery. After a non-bsc guidewire and a non-bsc guide catheter were crossed the lesion, pre-dilation was performed with a 4.0x12 balloon catheter. Following pre-dilation, a 4.00 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the distal of the stent itself was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.